Event description:
It was reported that a malfunction occurred on the pump, with the malfunction code indicated as malf 0. There was no reported impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump. However, the customer declined interest in obtaining an out-of-warranty loaner pump and requested to speak with a supervisor, leading to the call being transferred to customer support administration.